Event description:
It was reported that hemorrhage and patient death occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the trans-septal puncture was performed, the patient became hypotensive for which medication was administered through anesthesia to return the patient back to normal. Pressures dropped again after the release of the closure device. Post-procedure, an abdominal ultrasound was performed to discover a hemorrhage suspected at the iliac bifurcation. Blood was infused into the patient. The patient's blood pressure returned to normal and the patient was transferred to the intensive care unit. Later that day, the patient expired. No further information is known at this time.